Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diag nosis for l2 burst vertebral body replacement. Procedure performed was l2 vertebral body replacement. It was reported that the t3 jack-up idling. There were attempts to jack up the cage, but it started idling midway, so it was replaced with a different cage to resolve the issue. There was no patient symptoms or complications as a result of this event. There was an overall delay in the procedure of less than 60 minutes.

Manufacturer narrative:
H3. Product analysis product ID:436120c lot no. : ca20d222 visual and optical inspection confirmed a couple of the teeth of the centerpiece implant have been damaged/broken. Functional inspection with a sample inserter confirmed the implant would still expand and close but would not expand when excessive force was placed on it. This type of damage is consistent with excessive force placed on the implant causing it to strip out. Section g1. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.